Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) improper or incorrect procedure or method, failure to follow steps/instructions. The starclose vascular closure system is indicated for the percutaneous delivery of an extravascular clip for closure of femoral artery access sites following catheter-based procedures. A femoral venous sheath was reported to be next to the arterial sheath during closing. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with ipsilateral femoral venous sheath during the catheterization procedure. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right femoral vein was attempted using a starclose se with a 5fr sheath, after a diagnostic procedure. Reportedly, the clip failed to deploy. In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal. Once outside of the patient anatomy the clip fell to the cath lab floor. Manual arterial compression was applied to achieve hemostasis. There was no reported patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported clip failed to deploy was not confirmed. Based on visual and functional analysis of the returned device, the cause of this incident is related to the operational context during use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. It was reported that the starclose was used in the femoral vein. The starclose instructions for use states, the starclose vascular closure system is indicated for the percutaneous delivery of an extravascular clip for closure of femoral artery access sites following catheter-based procedures. Based on the investigation, there does not appear to be any indication of a product quality deficiency.